Event description:
(B)(4). The dentist reported the 1 month after the dental implant was installed in intraoral region #8. It was verified its non osseointegration. A 40 ncm of primary stability was achieved and immediate load was performed. The implant was carried out immediately. Pt presented bone type ii and bone graft was executed.